Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. It was reported that their device was no longer working and they thought it was broken because they fell 3 times this year and think one of the times they broke it. The patient said they tried to adjust it last month, but it wouldn't do anything and they are unable to connect. The patient stated that they had tried to connect many times but had always been unsuccessful. The agent offered to try and help get connected to their ins over the phone but the patient declined. The patient requested that the agent reach out to the local manufacturing representative (rep) as they were looking for a new healthcare provider (hcp) and the ones they have visited hadn't been able to help and/or are not confident with interstim. The agent sent an email to the rep.